Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery with moderate calcification. The 4 x 100 mm fox balloon catheter was advanced to the lesion and inflated to an unknown pressure; however, the balloon only partially inflated, and then would not stay inflated. The device was removed and a new fox balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.